Event description:
It was reported that, "oclusion does not start." There was unknown patient involvement.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. One pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Review of the event history log was not applicable. Functional testing was able to duplicate the customer reported issue. The investigation determined the cause of the issue was a defective downstream occlusion (dso) sensor. The dso sensor was replaced.